Manufacturer narrative:
There are multiple patients all information is provided in the article. This report is for an unknown plate/screws construct/unknown lot. Part and lot number are unknown; UDI number is unknown. Implant date is between december 2011 to june 2016. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: zhang, r. Et al. (2020), intramedullary nailing versus a locking compression plate forhumeral shaft fracture (ao/ota 12-a and b): a retrospective study, orthopaedics & traumatology: surgery & research, vol. Xx, pages 1-7 (china). The purpose of this study was to compare the therapeutic effects ofintramedullary nailing (imn) and locking compression plate (lcp) for humeral shaft fractures (ao/ota12-a and b). From december 2011 to june 2016, a total of 70 patients with closed humeral shaft fractures were divided into 2 groups. Group a consisted of 34 patients who were treated with an imn and group b consisted of 46 patients who were treated with an lcp. There were 31 males and 15 females for group b. Follow-up was performed at one month, two months, and three months postoperatively and every three months thereafter. The following complications were reported as follows: 6 patients had nonunion. 1 patient had iatrogenic radial nerve palsy. However, the symptoms, including dorsiflexion disability of thewrist, disappeared after 3 months of conservative treatment. This report is for an unknown synthes lcp. This report is for one (1) unknown plate/screws construct. This is report 1 of 1 for (B)(4).